Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-00037.

Event description:
The patient underwent a procedure on (B)(6) 2018 to repair an abdominal aneurysm. A zfen-p-2-34-137-r (lot ac1025994), zfen-d-12-28-91-c (lot ac1025995), zsle-13-56-zt (lot 8966438), and zsle-16-56-zt (lot 9037918) were placed. A type 4 endoleak was noted and appears to be with the left common iliac. A zsle-13-39-zt (lot 8409848) was placed to reline. The physician decided to wait 30 days for the endoleak to resolve. The endoleak did not resolve on its own. On (B)(6) 2019 the physician went in to see if a cook cuff could be placed as the leak was now believed to be above flow divider at the distal graft. Focal leak could not be identified on cta or selective angiograms, so the fevar stent was 80% relined with bilateral two gore limbs and a gore cuff. Endoleak persisted a month later and still appeared diffuse, so stent was relined a second time up to renal fenestrations and converted to aorto-uni-iliac and fem-fem, which resulted in complete resolution of leak. Patient continues to do well after complete relining with no further endo leaks.